Event description:
Received an article submitted to the journal of cardiovascular surgery titled "long term results of ptfe trilaminate graft versus venous graft and composite graft for below-the-knee revascularization." The study consisted of a retrospective review of sixty-one patients from january 2004 to march 2013. Per the study, five patients in group a (ptfe graft) presented with early thrombosis requiring thrombectomy.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, the long term results of the use of advanta sst graft below the knee (btk) and distal revascularizations are promising, with significant lower duration of the operation and wound complications. If any further info is obtained then a follow-up report will be submitted.